Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse practitioner reported via phone call indicating that the customer's insulin pump was delivering a bolus without the users input. The customer's blood glucose level was unknown at the time of the incident. The customer was experiencing low blood glucose but treated the issue with juice. The customer did not provide the blood glucose value. The customer will call back if the issue persisted. The customer did not return the product back for analysis.